Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a im nail of the tibia procedure, the sleeve became stuck in the proximal part of the tibia. A piece half the size of dime was left behind wedge between the bone and the nail while below the surface of the joint. Knee arthroscopy was performed to identify loose foreign body. The surgeon deemed to leave the case as it was securely wedged in there. There was an unspecified amount of surgical delay. The procedure was successfully completed. This report is for (1) 12.0mm outer protection sleeve for suprapatellar - sterile. This is report 1 of 1 for complaint (B)(4).